Event description:
A patient who had an acl reconstruction was found to have a loosened milagro interference screw on 1st post-operative visit. This was found with x-ray. The patient returned to surgery within 30 days and the screw was removed and replaced with alternate sythes hardware.